Manufacturer narrative:
Carefusion complaint number: (B)(4) . In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4) .

Event description:
The customer reported that the ventilator' s blender had problems. It was not able to calibrated and sometimes the characterizations failed. There was no patient involvement.

Manufacturer narrative:
Device evaluation: results of investigation: the blender was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The identified root cause of the reported issue was due to over delivery due to the regulator/relay being out of specification. The failed characterization was unable to be duplicated.